Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) further analysis of this device was done. Those results are reflected in this supplemental report. Analysis results indicated no anomalies found. Device data reviewed - memory dump confirmed device was operational on the date of death.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported they last had seen the patient on (B)(6) 2007, the device check was fine, and the patient was pacemaker dependent.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed the device was at eri. Further testing reported the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of explant.

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) further analysis of this device was done. Those results are reflected in this supplemental report. Analysis results indicated no anomalies found. Device data reviewed - memory dump confirmed device was operational on the date of death.